Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. However, insulin pump trace download analysis confirmed the insulin pump alarmed power loss alarm and replace battery alert/replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm and replace battery alert/replace battery now alarm due to connector resistance electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alerts every day with power loss alarm. Customer's blood glucose value was unknown. The battery cap was closed properly. Customer tried to replace the battery but the error keeps occurring. The device will return for analysis.